Event description:
The hospital reported that, during a case, the ventilator display became dark and mechanical ventilation stopped without alarm. The monitoring display continued to work. Patient ventilation was reportedly maintained with an ambu bag and the anesthesia machine was replaced. There was no reported patient injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital.